Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user's test strip was stored in poor storage conditions.

Event description:
Customer complains of high results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 127-166mg/dl fasting. Verified test strips expire 12/31/2017. Customer's test strips are being stored in the kitchen and opened vial date is (B)(6) 2015. Reviewed meter memory: 1:249mg/dl (B)(6) 2015 11:03:00 am fasting:yes. 2:250mg/dl (B)(6) 2015 10:45:00 am fasting:yes. 3:259mg/dl (B)(6) 2015 11:09:00 am fasting:yes. 4:234mg/dl (B)(6) 2015 10:36:00 am fasting:yes. 5:294mg/dl (B)(6) 2015 11:06:00 am fasting:yes. Customers concern:249mg/dl, 250mg/dl, 259mg/dl,234mg/dl,294mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of high results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 127-166mg/dl fasting. Verified test strips expire 12/31/2017. Customer's test strips are being stored in the kitchen and opened vial date is 08/15/2015. Reviewed meter memory: (B)(6). Customers concern:249mg/dl, 250mg/dl, 259mg/dl,234mg/dl,294mg/dl. No adverse event reported.